Event description:
It was reported that upon removal of the device, the catheter broke off in the patient and had to be removed with hemostats. The catheter was intact and complete. Another edc device was successfully placed on the same side. The customer reported "the patient is fine and already went home".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one 6cmx20ga endurance catheter and extension dwell housing for evaluation. Definite signs of use were observed within the catheter extrusion body. Visual inspection confirmed the catheter body was separated approximately 6 mm from the juncture hub. The separation points were smooth and angled. The catheter body also appeared crimped and damaged along the length. The two separate portions of the catheter body measured 6mm and 59mm, totaling 65mm, which is consistent with the specification of the nominal value 65mm per catheter graphic. The outer diameter of the catheter body measured 0.0446", which is within specification limits of 0.038-0.048" per catheter product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed with a lab inventory water filled syringe, water exited from the separation point. R & d was contacted as a part of this complaint investigation. They stated that the appearance of the defect is consistent with the catheter severed by the needle when there is tilting of the handle/needle relative to the catheter position. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "caution: do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage. Warning: if resistance is met, do not apply excessive force in removing the needle/guidewire. Remove system as a unit." The complaint of an endurance catheter cut/torn was confirmed by a complaint investigation of the returned sample. The catheter body was completely separated adjacent to the juncture hub. A device history record review was performed, and no relevant findings were identified. R & d was contacted, and they confirmed that the appearance of the defect is consistent with contact with sharps. Based on the appearance of the damage , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that upon removal of the device, the catheter broke off in the patient and had to be removed with hemostats. The catheter was intact and complete. Another edc device was successfully placed on the same side. The customer reported "the patient is fine and already went home."